Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an unexpected restart alarm. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer also reported that the insulin pump had a high pitched sound and the act button was unresponsive. Troubleshooting was performed and confirmed that time is not advancing even with new battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, unexpected restart error test and self test. Insulin pump was tested with no unexpected restart alarm, software error bad pointer alarm, frozen screen and audio/beep anomaly noted. Insulin pump received with moisture damage on electronics and motor assembly noted.